Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 15may2023, cook china received a complaint from the yunnan zhuoluan trading co. Facility, located in the city of kunming city cn. It was reported that when the product package was opened to prepare for rinsing it was found that the drainage catheter and metal stiffener could not be separated from each other. After several attempts, separation could not be achieved. A new drainage catheter was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, and dimensional verification of the returned device, were conducted during the investigation. One opened and used catheter was returned to cook for evaluation. The supplied stiffening cannula was fully inserted into the catheter. Prior to attempting to remove the stiffening cannula from the catheter, dried biological matter was observed to be present. The stiffening cannula was confirmed to be stuck within the catheter; however, as the distal tip of the catheter was manipulated, the stiffener was able to be released. Upon the removal of the stiffener, no damage was noted to the catheter and/or stiffener. The inner and outer diameter measurements of the catheter were within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14746444 and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other complaints associated with the reported device lot. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event can be traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): line 2: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove prior to an unknown procedure. As the product packaging was opened and the device prepped for rinsing, it was noted that the drainage catheter and metal stiffening cannula could not be separated. Following several attempts, separation of the catheter and stiffening cannula could not be achieved. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.